Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'motor rate error - b1087146'. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged top case, and a cracked plunger case. A 'motor rate error' was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the worm coupling and gear were the root cause. The worn coupling and gear were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.